Manufacturer narrative:
Device evaluation:the reported ac power failure. Both fuses seem good and was getting 120 volts in the system was verified during service. The service technician observed that the instrument was failing calibration measurements, quality performance and the batteries voltage was reading below 10.0 volt. The issue was resolved by replacing the battery,12v,6.5 ah ,certified, assy system controller module -006, 560 bioconcole flow module , power supply 28v , assy, 560 m/p module , assembly, safety module, 560 , tsu ID: mod0168, mod0186 & mod0194 were completed on the user interface and the base software was updated to 2.b02.003 and the ui software was updated to 2.u02.011. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the unit had an ac power failure. Both fuses seem good and was getting 120 volts in the system. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.